Manufacturer narrative:
Investigation: one re-sealed shelf carton, containing 1ml ll syringes, was received. Both, the label on the shelf carton and the product inside, were confirmed to be from batch #9150920 (p/n 309628). The blister packages were individually packed inside the shelf carton. No defect was observed with the packaging of the product. This product is manufactured on multiple manufacturing lines, some of which are design to package it in individual units, while others package the product in strips of five. Both, strip of five and individual package configurations, are correct per product specification. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip package was damaged. This occurred on 100 occasions before use. The following information was provided by the initial reporter: syringe packages were already separated. When customer opened the box, each syringe pack was already separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip package was damaged. This occurred on 100 occasions before use. The following information was provided by the initial reporter: syringe packages were already separated. When customer opened the box, each syringe pack was already separated.